Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose was 107 mg/dl. The customer reported that the esc and act buttons were not responding. The customer was advised to observe time clock for one minute to verify if time advances and found that the time was advancing. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act and up buttons response due to corroded keypad traces.